Manufacturer narrative:
As of (B)(6) 2019 returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section of this report for further details.

Event description:
On the initial report on (B)(6) 2019 consumer reported the bandages pulled the skin off of his foot. On (B)(6) 2019 consumer stated on returned cir that he sought medical attention.